Event description:
The customer reported that her insulin pump alarmed motor error. The blood glucose reading at time of call was 257mg/dl. Troubleshooting was performed. The customer stated that the device was not exposed to a high magnetic field. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test and alarmed motor error during rewind as a result of a motor encoder signal being out of phase.